Manufacturer narrative:
The fse confirmed the leak from the probe wipe. To resolve the leak the blue diluent filters were replaced and the baths were cleaned, resolving the start up failures. (B)(4).

Event description:
The customer reported wbc and rbc start up failures along with a leak from the probe of the coulter act diff 12 analyzer; the leak was not contained and less than 1 ml. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were associated with this event.